Manufacturer narrative:
Report source country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s diagnostic history had been wiped. It was further reported the patient¿s daily use, date, percent used, and program use history were cleared; the daily use tab presented with a blank screen. The issue was experienced during the patient¿s last three reviews on (B)(6) 2018 and (B)(6) 2019. The patient denied using an electric blanket, being near any high energy devices, or using any magnetic devices in her bedding and she could not recall any changes in her environment. The patient did not experience any adverse events as a result of the issue and they were ¿healthy and well with no reported untoward side effects¿ as of (B)(6) 2019. The cause of the patient¿s history being wiped was not determined. Impedance testing performed on (B)(6) 2018 found the impedance for electrode pair 0 & 3 was >4000 ohms; the system impedance was noted as 1063 ohms for all four of the patient¿s programs ¿ none of which utilized electrode pair 0 & 3. There were no complications reported or anticipated.